Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoidectomy, during the resection of the hemorrhoids, the device did not fire.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the staple guide noted the presence of a full complement of staples and the anvil was received with a completely severed anvil ring. Further visual inspection under the microscope displayed no damage to the knife blade. Functional evaluation of the anvil attachment and retention specifications resulted within the acceptable range. Additional analysis determined that the anvil returned was not a part of the returned handle and the handle returned was in proper working condition. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoidectomy, during the resection of the hemorrhoids, the surgeon was not able to close the device and the anvil detached from the trocar. Another device was used to complete the case. No patient injury was reported.